Event description:
It was reported that the user¿s spouse contacted beta bionics to request replacement infusion sets for the ilet system after experiencing occlusions with elevated blood glucose, reported to be about 280 mg/dl that resolved only after changing the infusion set. Investigation included troubleshooting and education with the spouse regarding infusion set occlusions and proper handling. Investigation of this case revealed an infusion set occlusion associated with the infusion set component, with resolution following replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization or medical intervention beyond the infusion set change and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and known infusion set occlusion susceptibility.